Manufacturer narrative:
Measurement cable (broken), defect, replaced. Battery (voltage breakdown), defect, replaced.

Event description:
In this event it was reported that a raypex 6 apex locator provided incorrect measurements; no injury occurred.